Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had an infection inside the pocket 2-3 weeks after the implant and they had to remove the entire system. The patient stated they wanted to find a healthcare provider to implant another device for them. No further complications were reported.